Event description:
The customer reported that there was no repeat alarm or a critical alarm on the spo2 parameter. A pt death was reported; the date of which is unk.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.